Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded baclofen, marcaine, and hydromorphone at unknown concentration and doses via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported after a pump replacement on (B)(6) 2016 the patient was admitted to the hospital due to "somewhat obtunded state and very lethargic." The patient had oversedated mental state after the pump removal and replacement. The pump was turned down by 50% on (B)(6) 2016. On (B)(6) 2016 (B)(6) the new intrathecal pump was infusing at the same simple continuous infusion rate of the three drug admixture now that it was with the old pump. However, the previous pump had been starting and stalling over the previous several weeks and it was noted that perhaps that played a role in his relative overdose condition. The clinical diagnosis was altered mental state which was further updated to overdose. On (B)(6) 2016 it was noted the patient apparently had a urinary tract infection at the time of pump removal and replacement and there may have been a sepsis component contributing to his altered mental status. However, the onset of the symptoms correlated very strongly chronologically speaking with the bolus step that he was given through the pump to bring the drug back to the catheter's tip. The event resulted in an emergency room visit and in-patient hospitalization. The outcome was noted as resolved without sequelae on b()(6) 2016. The etiology was noted as possibly related to the device or therapy and unlikely related to the implant procedure with programming/refill also noted. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the hcp didn't know for certain, but suspected that sepsis from the patient's urinary tract infection was the cause of the altered mental status. It was noted after the urinary tract infection and sepsis had resolved, the patient returned to baseline mental status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.